Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a ventral hernia repair on an unknown date and mesh was implanted. The patient developed a recurrent hernia. The surgeon plans on re-operating to repair the defect. Additional information has been requested.